Event description:
General report received of an unspecified number of undocumented incidents of inability to delivery via the distal clave port. The tubing sets were primed with unspecified solutions and connected to the patients' peripheral IV access catheters. The male end of the 4-way stopcock were connected to the distal y-clave port of the tubing sets. During transesophageal echocardiogram or echocardiogram procedures, 2-10ml syringes were connected to the female ports of the stopcocks. It was reported that the "4-way stopcocks do not properly attach to the distal clave ports thus resulting in occlusions." When the "occlusions" occurred, the staff disconnected the 4-way stopcock from the clave port, connected a pre-pierced adapter plug to the clave port, accessed the pre-pierced port with an unspecified needle and then connected the 4-way stopcock to the needle. The procedures were then completed. There were no reported adverse pt effects. No medical interventions were required.